Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case cracked/chipped by the front left bottom corner, cracked by the tube holder. Rubber feet missing on the bottom case and visible contamination on top case and plunger head. The reported problem duplicated during power up process. Error history log review found a plunger sensor failure error. The root cause of the reported issue was found to be fluid ingression, contamination and foreign material was found inside plunger head. Actions were taken to mitigate the reported issue: replaced complete plunger head assembly including plunger tube.

Event description:
It was reported that the pump had a plunger sensor failure. No patient injury was reported.